Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report will be updated at that time.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) system implant procedure, this right atrial (ra) lead was attempted but it was not successfully implanted as it exhibited placement difficulty. When the lead was tested, it exhibited a large amount of noise, a high out of range pace impedance measurement greater than 3000 ohms and was unable to provide pacing therapy. In addition, there was difficulty in extending and retracting the helix. As a result, a different ra lead was successfully implanted prior to pocket closure. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. The helix mechanism could not be tested due to the fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This supplemental report is being filed based on completion of product analysis.